Event description:
Surgeon was performed a surgery procedure, and whilst he was trying to insert the screw the head of the blade broke. He had to use a thread cutter to remove the screw. Another screw was available so he could complete the surgery.

Manufacturer narrative:
Investigation in process but not yet complete.